Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a patient experienced a capsular rupture. The lens was removed. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified company (c) cartridge. Company product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Three viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).